Manufacturer narrative:
An event, regarding pain/swelling involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed, as the device was not returned. Clinician review: a review of the provided medical records, by a clinical consultant indicated: "this case concerns a patient who underwent a cementless cruciate retaining total knee arthroplasty. Who did well initially, but after a fall and developed pain and stiffness and decreased range of motion necessitating a manipulation. Which, caused further pain and symptoms. I can confirm, that the patient had a total knee arthroplasty, since I was able to review x-rays showing a postoperative right cementless cruciate retaining total knee arthroplasty. Documentation: the patient also, reportedly, underwent revision surgery, but there is no documentation for that. So I cannot confirm, that a revision was carried out. The causes of stiffness following total knee arthroplasty, whether traumatic or nontraumatic are multifactorial including the magnitude of trauma. The damage to the supporting soft tissues of the knee. As well as, surgical technique that would include positioning, fixation, ligament balancing and kinematics and satisfactory patella tracking. Regional complex pain syndrome can also be considered (rsd). The causes of pain and clicking, following this type of surgery are also multifactorial including similarly, surgical technique, positioning and fixation of the implants, restoration of ligament stability and kinematics. As well as, restoration of satisfactory patella tracking and rsd as well. Since, I have no supporting documentation regarding revision surgery, the root cause cannot be determined if indeed, the revision occurred. The x-ray reading provided by a physician assistant is not satisfactory to determine, whether or not the implant is in satisfactory position, alignment. And whether or not, it is satisfactorily fixed. Further documentation, including the reason for the revision, the revision operation report and recent preoperative and subsequent postoperative revision x-rays should be provided". Product history review: could not be performed, as the device lot details were not provided. Complaint history review: could not be performed, as the device lot details were not provided. Conclusions: it was reported, that the patient was revised due to pain and swelling. A review of the medical records by a clinical consultant was unable to confirm, the event as insufficient documentation related to the reported revision. And thereafter, was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as, patient history and follow-up notes are needed to complete the investigation for determining, root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the continued issues after mua. Right tka took place on (B)(6) 2022. Immediately, following the procedure, the patient did not experience any pain and for 3 weeks had in-home physical therapy (pt). During the in-home pt, the patient achieved a rom of 110 degrees. However, shortly after, the patient slipped going down a stair and experienced pain for a few hours, but no other issues. After this incident, the patient¿s rom started to decrease from 110 degrees to 108 and then to 104 and the patient began experiencing pain with bending. The patient continued pt at from (B)(6) 2022 through (B)(6) 2022. During this time, the patient began experiencing increased pain, swelling and a clicking/knocking sound. The swelling is primarily on the right side of the knee. The clicking/knocking occurs, when the patient is walking and engaging in light exercise. The patient went in for a checkup in (B)(6), and was advised to return again in 3 weeks. The patient went in on (B)(6) 2022, at which point, dr. Suggested a manipulation to increase range of motion. The manipulation occurred, on (B)(6) 2022, with dr. Obtaining a range of motion of 150 degrees. After the manipulation, the patient achieved a rom of 135 degrees in pt. However, after the manipulation, the patient started to notice increased popping and cracking. As well as, pain while walking with weight bearing. When the symptoms were not going away in pt, the patient sent 2 emails to the nurse practitioner (on (B)(6) 2022) with photos regarding the above mentioned issues. When the patient did not hear back, they followed up via email with additional photos on (B)(6) 2022, regarding swelling, pain with weight bearing and the need to start using a cane. The nurse practitioner responded, by referring the patient to the physician¿s assistant (pa). The pa reached out on (B)(6) 2022 and suggested possible leakage of fluid through the right side, where the swelling occurred. The pa said, someone would call the patient on (B)(6) 2022 to schedule x-rays. However, the patient hasn¿t heard from anyone since. And all follow up attempts have been ignored. The patient is still experiencing stiffness, pain , and swelling. As well as, the clicking/knocking sound more than 6 months post op. The patient has become increasingly frustrated with the lack of communication over the past 6 months. And would like to have follow up x-rays taken to ensure proper osteointegration and lack of infection upon receiving the implant and manipulation. Update: following an attempt to notify, the clinic of her intention of registering a complaint with stryker, the patient stated, she received a phone call from the pa, who recommended a visit with the surgeon. Clinic visit was scheduled for (B)(6) 2023. During the visit, it was determined, that her right knee needed to be "drained", due to increase pain and swelling. Patient stated, that 55 cc/ml of synovial fluid was removed . Synovial fluid was "tea" colored. Therefore, did not require to be sent for cultures to rule out infection. Patient did not require post "drainage" antibiotics. However, was administered steroids and was prescribed naproxen. Update-inbound call received, from patient who stated, she recently started using her stationary bike and is now experiencing pain and swelling to the right knee, for approximately a day. In addition, patient stated, she had approximately 55cc of fluid drained from the knee in (B)(6). No further details provided about the drainage. Update: "dr performed an arthroscopy on the knee is (B)(6). Swelling is back. Returned to dr and we are doing a revision". Update: patient reported, an arthroscopy in (B)(6) 2023, for swelling and removal of synovial fluid and a poly swap on (B)(6) 2023.

Event description:
This pi is for the continued issues after mua. Right tka took place on (B)(6) 2022. Immediately following the procedure, the patient did not experience any pain and for 3 weeks had in-home physical therapy (pt). During the in-home pt, the patient achieved a rom of 110 degrees. However, shortly after, the patient slipped going down a stair and experienced pain for a few hours but no other issues. After this incident, the patient¿s rom started to decrease from 110 degrees to 108 and then to 104 and the patient began experiencing pain with bending. The patient continued pt at from on (B)(6) 2022 through on (B)(6) 2022. During this time, the patient began experiencing increased pain, swelling, and a clicking/knocking sound. The swelling is primarily on the right side of the knee. The clicking/knocking occurs when the patient is walking and engaging in light exercise. The patient went in for a checkup in august, and was advised to return again in 3 weeks. The patient went in on (B)(6) 2022, at which point dr. Suggested a manipulation to increase range of motion. The manipulation occurred on (B)(6) 2022 (pi: (B)(6), with dr. Obtaining a range of motion of 150 degrees. After the manipulation, the patient achieved a rom of 135 degrees in pt. However, after the manipulation, the patient started to notice increased popping and cracking as well as pain while walking with weight bearing. When the symptoms were not going away in pt, the patient sent 2 emails to the nurse practitioner (on (B)(6) 2022) with photos regarding the above mentioned issues. When the patient did not hear back, they followed up via email with additional photos on (B)(6) and on (B)(6), 2022 regarding swelling, pain with weight bearing, and the need to start using a cane. The nurse practitioner responded by referring the patient to the physician¿s assistant (pa). The pa reached out on (B)(6) 2022 and suggested possible leakage of fluid through the right side where the swelling occurred. The pa said someone would call the patient on (B)(6) 2022 to schedule x-rays; however, the patient hasn¿t heard from anyone since, and all follow up attempts have been ignored. The patient is still experiencing stiffness, pain, and swelling, as well as the clicking/knocking sound more than 6 months post op. The patient has become increasingly frustrated with the lack of communication over the past 6 months, and would like to have follow up x-rays taken to ensure proper osteointegration and lack of infection upon receiving the implant and manipulation. Update: following an attempt to notify the clinic of her intention of registering a complaint with stryker, the patient stated she received a phone call from the pa, who recommended a visit with the surgeon. Clinic visit was scheduled for on (B)(6) 2023, during the visit, it was determined that her right knee needed to be "drained" due to increase pain and swelling. Patient stated that 55 cc/ml of synovial fluid was removed . Synovial fluid was "tea" colored therefore did not require to be sent for cultures to rule out infection. Patient did not require post "drainage" antibiotics however was administered steroids and was prescribed naproxen.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.